Manufacturer narrative:
Patient age was reported as (B)(6) in 2012, at the time of revision. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device history records review was completed for part#: 281.900, lot#: 7717701. Manufacturing location: (B)(4), manufacturing date: jan 19, 2012. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported in (B)(6) 2016, that on an unknown date, the complainant met with a road accident due to speeding taxi and suffered severe damage to his right leg and left wrist. The complainant was admitted to the hospital and it was reported that the plate and eternal fixator broke. Patient had an infection. There was no indication that this was a synthes product. An update was received on mar 06, 2017, it was reported that on (B)(6) 2012, patient was implanted with the reported devices. On (B)(6) 2012, patient underwent another surgery due to an infection. In third week on (B)(6) 2012, patient was diagnosed with non-union. Patient returned and reported pain on (B)(6) 2012. X-ray taken on (B)(6) 2012 showed broken implants. On (B)(6) 2012, patient underwent revision surgery and removal of implants wherein bone-grafting was done. Patient and surgery outcome were not reported. Concomitant device reported: screws (part# unknown, lot# unknown, quantity unknown) this is complaint captures broken implants and revision surgery. Com-(B)(4) captures the infection, and com-(B)(4) captures nonunion. This report is for one (1) 95 deg dcs plate 10 holes/178 mm. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the devices were not returned to the manufacturer, but one of the devices (part 281.900, lot 7717701) was returned to the supplier on an unknown date. Upon visual inspection, the breakage of the dcs® plate occurred at the sixth plate hole. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low alternating bending loads (two-sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the dcs plate. The implant could not resist the applied force which finally led to the material overload and fatigue failure. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.